Manufacturer narrative:
The lead has not been returned at this time. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance issues. The lead was successfully replaced. No additional adverse patient effects were reported.